Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Critical pump error (open book image) alarm not confirmed. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. No pump error 43 alarm noted during testing however, pump error 43 alarm is found in the formatted history file. Device received with corroded motor home switch. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose was 139 mg/dl. Customer reports they were able to clear the alarm all the errors but they received an error in the motor was detected by reading unexpected value from hall sensor. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.